Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that post op a laparoscopic adjustable band procedure, the band slipped. The pt was suffering from food intolerance and gastric reflux in 2009. The doctor performed a total release of the band. The following month, the pt was still suffering from reflux and esophageal dilatation was identified. Five months later, the pt complained of abdominal pain. Nine days later, surgery was performed laparoscopic to correct sub acute dilatation of the esophageal pouch and slippage of the band. The tissue was repositioned without tension and the band was reattached by three points. There were no other reported pt consequences.